Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to erosion caused by previously capped leads. The patient was treated with antibiotics. A temporary pacing system was utilized until the patient received a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device system was explanted because an infection had also occurred. A replacement crt-d system was implanted a couple months later.